Event description:
As reported, during laparoscopic procedure, the surgeon attempted to fixate a non-bard/bd mesh using the optifix fixation device. It was reported that the device deployed broken and loose fasteners at the area of cooper's ligament which were removed from patient body. The device deployed further fasteners with complexity. The procedure was completed using another fixation device. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix fixation device deployed a broken and loose fastener which were removed from patient body. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: not returned.

Event description:
As reported, during laparoscopic procedure, the surgeon attempted to fixate a non-bard/bd mesh using the optifix fixation device. It was reported that the device deployed broken and loose fasteners at the area of cooper's ligament which were removed from patient body. The device deployed further fasteners with complexity. The procedure was completed using another fixation device. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix fixation device deployed a broken and loose fastener which were removed from patient body. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength¿. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Sample evaluation finds for significantly bent guide wire and backup tabs. Also, the distal tip of the cannula was collapsed/bent. The reported deployment of a broken fastener is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use area of coopers ligament. No manufacturing anomies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.